Manufacturer narrative:
On (B)(6) 2016 01:16 pm (gmt-5:00) added by (B)(6) ((B)(4)): the customer's biomedical engineer reported that when the ventilator was first inspected, it was found that the strain relief for the power cord was broken and that the power cord was not connected securely. The power cord was re-secured and the strain relief attached by the biomedical engineer. Our field service engineer inspected the ventilator on-site and downloaded the device log files, but could not reproduce the reported problem. The ventilator was successfully tested and returned to service. When the ventilator was turned on during use, it was battery operated on batteries that were depleted and the ventilator subsequently shutdown. Evaluation of the log files could not confirm the reported shutdown during ventilation. Our conclusion is, that the ventilator shutdown was due to the power cord not properly being attached and the batteries were depleted.

Event description:
On (B)(6) 2016 01:12 pm (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4).

Manufacturer narrative:
(B)(6) 2015 12:51 pm (gmt-5:00) added by (B)(6) ((B)(4)): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator shut down while it was connected to a patient. It is unknown if there was any patient harm. (B)(4).